Manufacturer narrative:
The customer reported a complaint that "the autopulse platform ((B)(4)) displayed "system error, out of service, revert to manual CPR" upon powering up" was confirmed during the functional testing and based on the archive data review. The root cause for the customer reported system error was an internal communication error. The autopulse platform was manufactured in 2012 and is nine years old, well past the expected serviceable life of 5 years. Upon visual inspection, no physical damage was observed. The archive data indicated system error - user advisory (ua) 132 (internal watchdog timeout); thus, confirming the reported complaint. The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" error message displayed upon powering on; thus, confirming the reported complaint. Zoll service personnel used the ap vision to reset the system error. Upon resetting, the platform was re-evaluated through the run_in test using the test manikin and 95% large resuscitation test fixture (lrtf) with good known test batteries for 30 minutes each without fault or error. Since the processor board was replaced in (B)(6) 2020 to address the system error that was reported by the customer previously and despite intensive tests, the system error could not be reproduced after resetting, the connection cable between cpu and pdb, cpu and the motor controller will be replaced as a precautionary preventive measure. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for autopulse platform with (B)(4).

Event description:
During shift check, the autopulse platform (sn (B)(4)) displayed "system error, out of service, revert to manual CPR" upon powering up. No patient involvement.